Event description:
Physician contacted technical solutions to report a patient death. The physician stated that the patient felt fine after a refill appointment, but then went home and expired due to respiratory distress and potential overdose. Physician stated that they programmed a .221 (unknown unit) dose on their programmer but later learned that a .65 (unknown unit) dose was programmed. The physician alleged that the programmer was responsible for changing the programmed values for the daily dose, leading to the incident. Technical solutions requested patient information, device information, and telemetry reports from the programmer, but this information was not provided by the physician. Following the initial call, any additional follow-up attempts were unsuccessful. No further information was able to be obtained.

Manufacturer narrative:
Device information was not provided, and therefore, it has not been definitively confirmed that the incident involves a flowonix device. As specific device information is unavailable, a review of the device history record could not be performed. Several attempts were made to follow up with the office to obtain more information, but all attempts were unsuccessful. The cause of the patient's death was not able to be confirmed and or investigated any further. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).